Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had an intermittent button response on the down arrow button, due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump had moisture damage noted on lcd board.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 11.5 mmol/l. The caller stated that the insulin pump may have been exposed to perspiration. Advised replacement of the insulin pump. Nothing further reported.